Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. No possible recovery of the screw. According to the elements transmitted by (B)(4): use of a screw of too small diameter on a bone too hard (the surgeon had to force it from the beginning of the establishment to insert it) which would explain the breakage and the use of another larger diameter screw to complete the intervention.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. "During a procedure, the interference screw fractured while being inserted. There was no delay in the procedure. No pieces fell into the patient. A larger screw was used to complete the procedure".